Manufacturer narrative:
The stockert generator setting during the case were: power/wattage: 50w. Total ablation procedure duration: more than 120s. Duration per ablation: 5 - 60 seconds. The indifferent electrode used during the procedure was not from one of the manufacturers recommended. The surface area size of the indifferent electrode used during the procedure is unk.

Event description:
A 2nd degree skin burn was reported after an avnrt procedure using an unspecified local foreign brand said to be similar to 3m's indifferent electrode, used in conjunction with the stockert generator. The incident was described to occur during psvt cases, where patient felt heat and pain on her back. Later on a burn lesion of approximately 2-3 cm x 4-5 cm in size was discovered. No special treatment for the skin burn was done. The case was completed successfully. The patient's prognosis was satisfactory and patient had been discharged.